Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of dextrose 10% was not able to be confirmed or replicated during the investigation of the returned alaris system. The log analysis found the suspect pump module s/n: (B)(6) was programmed to infuse maintenance ivf no potassium, 2 ¿ 5kg from the guardrails fluid library. The infusion was at the intended rate of 1.1ml/h with a volume to be infused at 6.6ml. The infusion was started on (B)(6)2023 at the time of 9:10 am. The primary volume infused was recorded at 83.404ml which was an accumulated total from prior performed infusions. The infusion was stopped at 11:21 am from an air in line alarm and a safety clamp open alarm occurred afterward for a duration at 1 second before the power to the pump module was interrupted. The power to the pump module was re-established a few seconds later and the pump module was idle with no alarms occurring. The infusion was reprogrammed with the same parameters, rate at 1.1ml/h and the volume to be infused at 6.6ml, and the infusion was started at 12:15 pm. The infusion was manually terminated at the time of 2:03 pm. The primary volume infused was recorded at 87.786ml. The total calculated volume infused of maintenance ivf no potassium is 4.382ml. This value was derived by subtracting the volume infused recorded at the start of the infusion (83.404ml) from the total volume infused recorded at the termination of the infusion (87.786ml). It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the maintenance ivf no potassium infusion that was programmed to infuse for approximately 6 hours was terminated early after only infusing for approximately 4 hours. The inspecting and testing process did not find any existing malfunctions with the suspect pump module or the administration set. The pump module with the administration set was found to be infusing within specification. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The infusion power interruption that was identified though the log analysis, but was not reported to bd, was identified to most likely have been caused by the presence of contamination on pin 13 of the right iui connector of the pcu. The investigation could not determine if the channel disconnected event may have been associated with the occurrence of the over infusion. The channel disconnected alarm event testing did not replicate the event during the investigation. Per product labeling, alaris system user manual (v12.1), states ¿to ensure that the bd alaristm system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair.¿ ¿inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm.¿ ¿failure to perform these inspections can result in improper device operation.¿ ¿do not return the device to patient use if there are cracks, surface contaminants, discoloration or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair.¿ bd identified that use error was the cause for contamination related issues with the iui connector that caused occurrences of ¿channel disconnected¿. The presence of blue or green deposits, corrosion, and cleaning residue deposition on pins can be caused from the use of cleaning agents other than 70% isopropyl on the iui connectors. Inadvertent exposure to cleaning agents during the cleaning process or from inadequate drying of the iui connectors after cleaning. The potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring.

Event description:
It was reported that there was an over infusion of dextrose 10% to an infant in the neonatal intensive care unit being treated for prematurity, respiratory distress syndrome, and immature thermoregulation. The issue was identified at approximately 1358. The dextrose 10% was intended to infuse at a rate of 1.1ml/hour with a total volume of 100ml/kg/day. The total volume prepared was 250ml. Other infusions being delivered were tpn at 3.9 ml/hour and lipid, fat emulsion 20%, (3.99 grams in IV solution) at 0.83 ml/hour. It was indicated that 240ml dextrose 10% infused over approximately 4 to 5 hours. Following the event, a point of care glucose test result read ">600mg/dl (high, out of range)". Point of care glucose test immediately repeated with same result. It was noted by the clinician that the 250ml bag for the dextrose 10% was nearly empty. Stat electrolytes and serum glucose were obtained. Serum glucose was 1544mg/dl. Stat dose of insulin 1.3 units given once ordered for treatment of hyperglycemia. Hyponatremia noted on basic metabolic panel. Increased tachypnea, peep increased from +5 to +6, fio2 remaining 21%. Received lasix IV 1.3 milligrams in nacl for fluid overload and tachypnea. Following treatment, the patient became hemodynamically stable with electrolyte levels normalizing. Chest x-ray and head CT scan were performed, and results were within normal limits. Point of care glucose test results were "stable". It was reported that the hospital's biomed started the investigation and pulled the events log reports for review. The biomed checked the pcu and the pump module and "they were functioning as manufacturer specifications" and couldn¿t find any error. Biomed performed the complete preventive maintenance (pm) following OEM specifications, and found no issues on both devices, the pcu (brain) and the pump module. Biomed also reportedly checked the repair history and the pump module, which shows that the pm was done on time 18 may 2023 and was passed without any issue. Also, they checked the history of repairs and there were no repairs on the lvp since the date of the incoming inspection back in 2019. The same with the pcu. The record shows that pm is up to date, and it was done 22 march 2023, and passed without any issue. For repairs, the last repair performed on it is back on 12 october 2020, which was a display replacement. The logs - biomed reportedly was able to identify the following: 1. The pump started at 9:10:37 am showing the rate of 1.1, volume to be infused (vtbi) = 6.6 2. The pump stopped at 11:21:32 am because of air in the line. It seems it was addressed 11:21:39 am. 3. There were some stoppages at 12:14:53, not clear on the logs what it was, then the same rate was entered again 1.1 and vtbi at 6.6 and started the infusion at 12:15:12pm. 4. One minute later at 12:16:15pm there was an infusion occluded at the patient side. It was addressed by user and the pump started again at 12; 16:34pm, until the pump was stopped at 2:01:13pm. Biomed also run the pump in the service mode with the same setup of the incident, the rate and vtbi indicated above. The pump run the 6.6ml and stopped exactly after 6 hours. The test started at 1:46pm and ended at 7:46pm. The infusion was complete successfully without any stopping or alarming. The infused solution amount was accurate and identical (6.6ml) on the pcu, the laptop (used for the service mode), and the external container, which collected the infused solution. Biomed also run the pump in the normal/clinical mode (the patient mode, no laptop is connected). The main difference between the clinical and service mode is that clinical mode is designed to stop fluid flow under alarm conditions like a downstream occlusion, whereas on service mode, the pump is continuously running the motor even if there is a presence of an occlusion alarm. Biomed run the pump in clinical mode, rate was set at 1.1 ml/hr. And vtbi was set for 6.6 ml/hr. The test started at 8:18 am and ended at 2:18 pm. The infusion was completed successfully without any visual or audible alarms and the accuracy of the measured volume was 6.6 ml during the 6 hours period.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of dextrose 10% to an infant in the neonatal intensive care unit being treated for prematurity, respiratory distress syndrome, and immature thermoregulation. The issue was identified at approximately 1358. The dextrose 10% was intended to infuse at a rate of 1.1ml/hour with a total volume of 100ml/kg/day. The total volume prepared was 250ml. Other infusions being delivered were tpn at 3.9 ml/hour and lipid, fat emulsion 20%, (3.99 grams in IV solution) at 0.83 ml/hour. It was indicated that 240ml dextrose 10% infused over approximately 4 to 5 hours. Following the event, a point of care glucose test result read ">600mg/dl (high, out of range)". Point of care glucose test immediately repeated with same result. It was noted by the clinician that the 250ml bag for the dextrose 10% was nearly empty. Stat electrolytes and serum glucose were obtained. Serum glucose was 1544mg/dl. Stat dose of insulin 1.3 units given once ordered for treatment of hyperglycemia. Hyponatremia noted on basic metabolic panel. Increased tachypnea, peep increased from +5 to +6, fio2 remaining 21%. Received lasix IV 1.3 milligrams in nacl for fluid overload and tachypnea. Following treatment, the patient became hemodynamically stable with electrolyte levels normalizing. Chest x-ray and head CT scan were performed, and results were within normal limits. Point of care glucose test results were "stable". It was reported that the hospital's biomed started the investigation and pulled the events log reports for review. The biomed checked the pcu and the pump module and "they were functioning as manufacturer specifications" and couldn¿t find any error. Biomed performed the complete preventive maintenance (pm) following OEM specifications, and found no issues on both devices, the pcu (brain) and the pump module. Biomed also reportedly checked the repair history and the pump module, which shows that the pm was done on time (B)(6) 2023 and was passed without any issue. Also, they checked the history of repairs and there were no repairs on the lvp since the date of the incoming inspection back in 2019. The same with the pcu. The record shows that pm is up to date, and it was done (B)(6) 2023, and passed without any issue. For repairs, the last repair performed on it is back on (B)(6) 2020, which was a display replacement. The logs - biomed reportedly was able to identify the following: 1. The pump started at 9:10:37 am showing the rate of 1.1, volume to be infused (vtbi) = 6.6 2. The pump stopped at 11:21:32 am because of air in the line. It seems it was addressed 11:21:39 am. 3. There were some stoppages at 12:14:53, not clear on the logs what it was, then the same rate was entered again 1.1 and vtbi at 6.6 and started the infusion at 12:15:12pm. 4. One minute later at 12:16:15pm there was an infusion occluded at the patient side. It was addressed by user and the pump started again at 12; 16:34pm, until the pump was stopped at 2:01:13pm. Biomed also run the pump in the service mode with the same setup of the incident, the rate and vtbi indicated above. The pump run the 6.6ml and stopped exactly after 6 hours. The test started at 1:46pm and ended at 7:46pm. The infusion was complete successfully without any stopping or alarming. The infused solution amount was accurate and identical (6.6ml) on the pcu, the laptop (used for the service mode), and the external container, which collected the infused solution. Biomed also run the pump in the normal/clinical mode (the patient mode, no laptop is connected). The main difference between the clinical and service mode is that clinical mode is designed to stop fluid flow under alarm conditions like a downstream occlusion, whereas on service mode, the pump is continuously running the motor even if there is a presence of an occlusion alarm. Biomed run the pump in clinical mode, rate was set at 1.1 ml/hr. And vtbi was set for 6.6 ml/hr. The test started at 8:18 am and ended at 2:18 pm. The infusion was completed successfully without any visual or audible alarms and the accuracy of the measured volume was 6.6 ml during the 6 hours period.